Event description:
It was reported that during a stenting treatment procedure, the stent was elongated. The 95% stenosed target lesion was located in the proximal left anterior descending coronary artery (lad). The lesion was predilated with a 2.5x20mm maverick balloon followed by intravascular ultrasound imaging (ivus). Then a 4.0x20mm promus element was deployed at 10atm for 20 seconds followed by a second ivus run. The stent appeared normal. Then post dilation was performed with a 4.0x10mm non-bsc balloon at 14atm for 20 seconds. Angiography performed following this noted the distal portion of the promus element stent was elongated. Ivus was performed again and a 4.0x20mm maverick2 balloon was advanced to post dilate the distal edge of the stent at 12atm for 15 seconds followed by another ivus run. A 4.0x16mm non-bsc stent was deployed overlapping at the distal edge of the promus element stent followed by post dilation and ivus imaging. A 4.0x10mm non-bsc stent was advanced but could not cross the proximal stent. Additional dilation was performed with a 4.0x20m maverick2 balloon. Then a 4.0x16mm non-bsc stent was deployed in the mid section and a 4.0x10mm non-bsc stent was deployed in the ostial lad followed by post dilation with a 4.0x10mm balloon and ivus imaging.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).